Manufacturer narrative:
(B)(4). Attempts were made to obtain additional information regarding this event. However, the attempts were unsuccessful and no additional information was obtained. (B)(4).

Event description:
On (B)(6) 2011 it was reported that a rotaflow system (console and drive) was in-use at (B)(6) in late (B)(6) 2011, when the monitor began flashing error. Additionally, there was an electrical odor noticed by the personnel in the hospital. According to the customer, there was no patient harm but a delay in treatment. (B)(4).